Event description:
It was reported, the single use 3-lumen sphincterotome cutting wire was peeled off after first cannulation. The issue occurred during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure for common bile duct (cbd) stones that was completed using similar device. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the cover was peeled could not be determined, likely factors causing the defect could have been the following: ¿ it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿ do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿ if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.